Event description:
Edie (contact at davidson dentistry) contacted a distribution canter to let them know that they had a file break 3mm from the tip, while the procedure was being preformed. The piece was not removed from the canal and was packed around and sealed. The follow up appointment has yet to be made, and can be a month or two from date. Clinician asked for a replacement part.

Manufacturer narrative:
Device was used outsid eof the recomended setting on hand piece. Distributor made clinician aware of the discrepancies. Follow-up has yet to be made.